Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a patient on impella cp support had no movement on the left/impella side of the body. There was poor distal perfusion noted. An external bypass was utilized from the right femoral retrograde (ECMO catheter) to the left femoral antegrade. The left leg was still pale and pulseless. It was noted that the plan was to discontinue ECMO and impella however, when the ECMO was clamped and the impella was run at p1, there was no pressure change. The leg looked more perfused, but the foot was still mottled. The impella was weaned and removed from the left femoral artery at bedside with perclose and manual pressure. The left lower extremity was cool but there were deplorable pedal pulses.

Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.